Event description:
It was reported that during a breast biopsy, the device gave an l3-009 error during initialization. A second probe was tried and the same l3-009 error occurred. Used another holster and completed the case with no patient consequence.